Event description:
It was reported, the programmer won't boot up. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer intermittently powered up with ¿process initialization¿ error. It is noted the programmer powered up ok the first couple of times, then after interrogation consistently powered up with error. The mpu (main proc essor unit) printed circuit board assembly found out of electrical specification. Analysis also found the keyboard latch was broken and the case was damaged (cosmetic damage only, worn, scratched, dirty). (B)(4).